Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947 lead implanted: 2009-(B)(6), 5076 lead implanted: 2009-(B)(6). (B)(4)

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was programmed off, and remains implanted. No patient complications have been reported as a result of this event.